Event description:
As reported by user facility: reports under infusion - occurred last week. Pump set to infuse bag in 1 hour. Required 11 to 13 minutes greater time to complete infusion. Customer unable to give bag volume of drug being infused at the time. No injury to patient, infusion took longer than planned. Reference MFR # 9610825-2013-00070.